Event description:
A 31-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he experienced severe back pain associated with wearing the optune gio device on one side. The patient was undergoing physical therapy to address the issue. Attempts were made to contact the prescribing physician; however, no response was received to date.

Manufacturer narrative:
Based on the available information, novocure medical opinion is that it cannot be ruled out that the weight of the device, when carried, may have contributed to the reported back pain. Back pain was reported with optune device use in ef-11 and ef-14 trials (ef-11 2% and 10% ef-14 optune arm).